Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.50 diopter was implanted into the patient right eye (od). Narrow anterior chamber, elevated intraocular pressure with pigment dispersion after icl implantation was reported. On (B)(6) 2023 the lens was exchanged with a lens of same model and power but shorter length. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: narrow anterior chamber, pigment dispersion (B)(4).

Event description:
Narrow anterior chamber, elevated intraocular pressure with pigment dispersion after icl implantation was reported. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.